Manufacturer narrative:
During the displacement test, the right keypad button did not work. After further examination of the unit¿s interior, electrical board was heavily corroded just about everywhere. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the non-functioning right keypad button. Device received with a crack on the battery tube which starts at the corner of the belt clip rails. Finally the middle (enter) keypad button is cracked.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had open book image on the pump screen. Customer's blood glucose level was 147 mg/dl. Customer's blood glucose level was unknown. Customer also stated that the no pump error was displayed before the open book image was displayed on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.